Event description:
It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "an ecri member has reported several instances at several locations of bd safetyglide 25 g x 1-inch needles being very difficult to push medication through. Lot 2025239 exhibited the problem, but other lots may be affected." Problem: 1. It may be very difficult to push medication through the above lot of bd safety glide 22 g needles. 2. The defective needles may cause patient and administrator discomfort. 3. The force required to administer the injection may cause medication leakage and patient injury. Bd safety glide 25 g x 1-inch needles : lot =2025239 25 g x 1-inch safetyglide shielding hypodermic needles ref# (B)(4), lot = regn2117. Safetyguide shielding hypodermic needles ref# (B)(4), lot=1160596.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. (B)(6) has been listed as the manufacturer. E.1. Address is air force base, il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.